Manufacturer narrative:
Additional information: section e has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that when booting up the system, it would not boot up fully. The power button illuminated but never got to the splash screen. It was noted that there was just a black screen. The site was walked through rebooting the system and moving the system to different outlets. The site stated that on the seventh attempt, it booted up properly. The manufacture representative stated the outlet that it was plugged into when it booted up properly was not the first attempt on that outlet. Troubleshooting steps were performed. The manufacturer representative confirmed that the power outlets that the site uses all meet the power requirements for the system. No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736228; product ID: 9736318. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.